Event description:
Customer reported that the pump failed to detect the cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to inspect and clean the cartridge and pneumatic tap but declined further assistance, choosing to attempt cartridge loading independently.